Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and triggered threshold suspend. The customer's blood glucose was 110 mg/dl and sensor glucose was 40 mg/dl at the time of incident when threshold suspend was triggered. The sensor will be returned for analysis.